Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they emergency medical assistance due to low blood glucose in mid (B)(6) 2018 with blood glucose of 20 mg/dl at the time of the incident. The customer was at 339 mg/dl on the night before the low. The customer did not mention how they treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer reported no delivery alarms and that the pump buttons were harder to press. The pump was also losing battery power unexpectedly. The customer went high after being treated for the low, and treated with the pump. The customer also had another low of 37 mg/dl which they treated for with juice and snacks. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.